Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Further information has been requested from the complainant in order to complete the investigation. A supplemental report will be submitted on completion of the investigation.

Event description:
It was reported that the there were issues with the magnet with the patient's non-invasive expandable distal femoral replacement. It is very hard to get moving. Every time the physician's assistant attempted to extent the device the magnet would stick and he had to manipulate the knee and leg and boost the lengthener up to power '3' to get it to move. On the most recent occasion the pa spent over 20 minutes trying to manipulate his leg and knee and the use of power '3' before it finally extended. The patient has no arthrofibrosis of the knee. (B)(4).

Manufacturer narrative:
A review of the DHR indicates that the device was manufactured and accepted into final stock with no relevant reported discrepancies. The device was not returned for evaluation and remains in situ. An investigation of the drive unit used in this procedure showed that the instrument was functioning to specification. The failure mode could be due to patient factors not related to the device. Further information such as product return is needed to complete the investigation for determining a root cause. This is currently not possible as the device remains implanted. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the there were issues with the magnet with the patient's non-invasive expandable distal femoral replacement. It is very hard to get moving. Every time the physician's assistant attempted to extent the device the magnet would stick and he had to manipulate the knee and leg and boost the lengthener up to power '3' to get it to move. On the most recent occasion the pa spent over 20 minutes trying to manipulate his leg and knee and the use of power '3' before it finally extended. The patient has no arthrofibrosis of the knee. This is a supplemental report to 3004105610-2016-00117 ((B)(4)).